Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was discovered to have dislodged. The lead was successfully explanted and replaced. The patient was asymptomatic prior to the procedure and in stable condition post surgery.